Event description:
It was reported that the patient had bilateral synergy stems with reflection cups, poly liners and ceramic heads since 1998. Right hip revised in 2018 with multiple surgeries and infection. It is unknown devices explanted